Manufacturer narrative:
The reported condition was caused by user error not under the control of nellcor puritan bennett. The device sustained fluid damage whereby fluid entered into the electronic subassemblies which shorted out the ventilator, thus contributing to the condition generated by the device. Therefore, an investigation of the removed components is not necessary. This appears to be an isolated event, since the device svc history did not indicate any previous or post issues relating to the reported event. This complaint is closed with no further action planned.

Event description:
The customer alleged they had a short out on their main unit control panel. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and found that fluid had shorted out one of the terminals from the heated exhalation compartment and ventilator chasis. The npb cse is awaiting the parts ordered for repair. The npb cse will be replacing the interconnect harness and the exhalation compartment harness. It is not verified that the ventilator alarm system malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.